Event description:
It was reported that device has not been interrogated since implant nine years ago. Device can not be interrogated, no pacing seen, and no magnet response. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.